Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's primary controller had a bent pin on side two (2) not allowing to secure a connection to the power source. A controller exchange was performed. The incident controller was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the device revealed that it fails external visual inspection as result of a damaged pin on port 2. The damage prevents battery from making a proper connection. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on port 2 connector most likely a result of improper handling, material durability and assembly interferences. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. The IFU also provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states per ventricular assist device (vad) coordinator that the patient's primary controller had a bent pin on port two (2) not allowing to secure a connection to the power source. A controller exchange was performed. The incident controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.